Manufacturer narrative:
The insulin pump was received with constant tone and blank display due to moisture damage on the electronic assembly and the motor; unable to perform the functional testing or verify p3 alarm and the motor error alarm due to blank display anomaly. The insulin pump had cracked case at the display window corner, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report that insulin pump has been exposed to moisture damage. Customer's mother reported the type of fluid/moisture exposure to the pump was pool water and ocean water. Customer's mother reported that moisture can be seen underneath the lcd display screen. Customer's mother reported that the insulin pump alarmed a motor error. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.